Manufacturer narrative:
Additional information added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A picture of the impacted prismaflex st100 set was provided for inspection. The visual inspection of the provided picture confirmed the reported external blood leak. The cause was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy, a blood leak detected alarm was triggered on a prismaflex st 100 set and an external blood leak was observed at the blood line. There was no patient injury or medical intervention associated with this event. No additional information is available.